Event description:
N/a.

Manufacturer narrative:
(B)(4). The microsensor was returned for evaluation: the DHR review could not be performed because the serial number (B)(6) could not be associated to our lot numbers. So lot number is unknown. Failure analysis - the issue of the complaint has been confirmed: - received catheter with licox attached - internal wires are broken; pulled from sensor case - catheter material stretched 12.2cm from top where licox is - no testing was possible based on the failure analysis, the root cause could be determined as a mishandling of the device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp sensor was in contact with cortex. The curb was going up to 30 mmhg and after treatment fell to 0.